Manufacturer narrative:
Follow-up: root cause failure analysis on the returned blower and motor controller board shows that this customer complaint was caused by a locked blower assembly shaft. This blower assembly will be returned to our vendor for further analysis and this report will be updated when the analysis is provided. This customer returned motor controller (mc) board was tested and no failures were identified.

Manufacturer narrative:
Patient information and event date were requested for the customer , but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence.. The customer reported that the unit was in use on patient, but there was no patient harm reported.